Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. On (B)(6) 2024 the last cgm reading was logged at 7:21am and a new cgm sensor session was not started until 8:35pm. No bg values were entered to maintain bg run mode and the ilet stopped insulin delivery. Insulin delivery resumed upon start of the new cgm sensor session at 8:52pm. On days leading up to the event, intermittent meal announcements are noted: (B)(6) 2024 no meal announcements were noted. (B)(6) 2024 2-4 meal announcements/day were made. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. There is evidence from the user's ilet report of behavior that potentially negatively impacted the ilet's adaption, which may have contributed to this hypoglycemic event which include not announcing meals, causing the ilet to adapt basal and correctional insulin dosing upwards in response to hyperglycemia at that time of day increasing the risk for hypoglycemia, not entering bg values to maintain bg run mode when cgm connectivity was disrupted resulting in hyperglycemia upon reinitiation of cgm sensor sessions and causing the ilet to increase correctional insulin dosing. Alerts were not consistently marked as acknowledged which likely contributed to the severity of the event. Multiple attempts to contact the user to gather more information about this event have been unsuccessful and a case will be opened if the customer calls back.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user called to inquire about turning on the ilet after it had been powered off during a recent hospitalization. The user reported being hospitalized due to a low bg event while using the ilet. The user was advised to place the device on the charger to power it back on and was informed that additional details about the hospitalization would need to be collected. The user indicated they were unable to provide the information at that time, as they were en route home from the hospital. Multiple follow up attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.